Event description:
On (B)(6) 2019, a 16mm amplatzer septal occluder was selected for implant. After the device was positioned, the left disc was deployed but appeared in the shape of a cobra. The device was re-deployed but the issue persisted. Ex vivo the cobra formation was confirmed. The user stated that the deformation could have been attributed to the patient's anatomy. The device was exchanged and successfully implanted. The patient has been discharged.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. One photo was received from the field, which appeared to show an occluder in the cobra conformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined; however per the user the deformation could be attributed to patient anatomy.